Event description:
The accounts maintenance stated the bed will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The account adjusted the hi/low up and down limit switches to repair the bed.